Event description:
On (B) (6) 2007, subject implanted with perigee sling. On (B) (6 )2009, subject reported urinary incontinence - de novo stress. Site reports event not related to device but possibly related to the procedure. Pt also had hysterectomy procedure on (B) (6) 2007. Medical action taken: physiotherapy. Event status: continuing.